Event description:
Note: event date is unk, although it was stated that the event occurred during the week of (B)(6), 2009. It was reported to boston scientific corporation that a endovive safety peg kit - push method was used during a percutaneous endoscopic gastrostomy (peg) procedure on a female pt (although it was indicated that the pt is over 18 years old). According to the complainant, while attempting to close the snare loop around the trocar, the loop remained open and detached and fell into the stomach. The detached loop was retrieved using a rat tooth forceps. The pt's condition at the conclusion of the procedure was reported as okay. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - (failure to close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).